Manufacturer narrative:
This report is submitted on october 6, 2021.

Event description:
Per the clinic, the patient had developed an ulcer around the magnet site(specific date not reported) and the patient was treated with topical antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.